Event description:
Edwards received information that, during surgery, the nurse opened the package of this bioprosthetic 23mm aortic valve and found that the device had loose threads (the leaflets appeared to be covered in fabric). The physician used another device to proceed with the implant. Through follow-up, a picture was sent and it was seen that the leaflets appeared to be contaminated with dark fabrics. As per or nurse, the package of the valve was opened as per IFU and washed in the saline solution. Then, the physician saw the device contamination and asked to change it. There was no patient involvement.

Manufacturer narrative:
(B)(6). Additional manufacturer narrative: the device was returned to edwards for visual analysis and the complaint condition, the fabric-like particulates on the leaflets, was confirmed. Chemical analysis revealed the particulates to have similar absorption characteristics when comparing to cellulose like material. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. It could not be conclusively determined whether the particulates could have originated from manufacturing. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.